Event description:
Surgeon was using the l/s single tooth tenaculum during the laparoscopic supracervical hysterectomy procedure and the tip of the instrument fell apart. All pieces were retrieved laparoscopically.====================== health professional's impression======================unknown.